Event description:
Medwatch form uf/importer report (B)(4) received by maquet cardiovascular from hospital's risk management department on (B)(6) 2009 states, "event desc: during a coronary artery bypass graft surgery, vasoview handpiece malfunctioned and would not turn off. Device stayed lit, in the "on" position. Device removed from service and replaced with new one." The hospital did not report any patient complications on this report.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).